Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31 mm watchman flx pro closure device and delivery system (wds) was inserted. Multiple deployments and recaptures were completed in order to achieve an optimal position with adequate compression in the laa. Once position, anchor, size, and seal (pass) criteria were met and the wds was released. Catheters were then removed, and the groin access site was then closed. While doing post procedure imaging, it was noticed that the closure device had migrated slightly proximally, so the imager continued to watch it. The closure device continued to migrate proximally as more time went by so the implanting physician was called back in to assess. The physicians decided to go back in and retrieve the closure device before it migrated completely out of the laa. The implanting physician obtained groin access again and went back across the septum into the la with a 24f mitraclip guide catheter and a 10mm non-boston scientific grasping device. The grasping device successfully grabbed onto the struts on the face of the closure device, and it was successfully pulled into the mitraclip guide catheter and removed from the body. Patient was checked for effusion, and none was noted. Patient was stable throughout the entirety of the watchman implant and explant. The patient is expected to fully recover without issue and has been discharged.